Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lose therapy due to ipg reaching end of life. The ipg was not communicating with external device. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.